Event description:
It was reported that the case involved treatment of a totally occluded, restenosed stent (type unknown) in a saphenous vein graft (svg) to the circumflex artery. Predilatation was performed with a 2.0 x 12 voyager rx and then with a 3.5 x 20 voyager rx. After use of the 3.5 x 20 voyager rx, a perforation was noted. The graftmaster stent delivery system would not cross the svg and upon removal, at the mouth of the guide catheter, the graftmaster stent dislodged at the ostium of the svg. Using a snare device, the graftmaster stent was retrieved from the patient's anatomy. During this time, the perforation spontaneously sealed on its own and no further intervention was performed. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported patient effect of perforation, as listed in the rx voyager instructions for use is a known adverse event associated with coronary angioplasty procedures. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.